Event description:
A user of the device reported that while trying to raise the subject into the meg helmet the pt support (chair) continued to rise outside of the operator's control, stopping only when it reached its maximum height against the dewar. The user confirmed that the subject was able to get out of the chair uninjured but expressed concern of potential injury if s/he had not been able to out before the chair got too high.

Manufacturer narrative:
(B)(4) the entity reporting this event, provides maintenance service and support for this device. Although not the MFR, (B)(4) has made aware of this event and has sent an initial notification to all other known users of similar equipment. (B)(4) will investigate and offer to rectify the problem at other potentially affected equipment.